Event description:
During the patient's prophylactic generator replacement surgery, the surgeon opened the incision and noted there was a bit of damage on the lead next to the generator. After testing impedance it was within normal limits so the surgeon did not replace. During pre-op the patient reported feeling painful stimulation for the past 4-5 months. The surgeon said they weren't going to proceed with a lead revision because they were not prepared for it. As impedance is within normal limits there is currently no plans to revise the lead at this time. No additional relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.